Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information, it was assumed that the endoscopic image was not displayed and the error e311 occurred because the communication with the video processor became impossible due to the disconnection of the camera cable, which might be caused by the user's handling. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa (B)(4). Olympus europa (B)(4) checked the subject device and found that the reported event occurred due to the breakage of the camera cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus europa (B)(4), it was found that the error e311 which indicated that the white balance had not been set occurred on the subject device when connecting the subject device to the video processor, and the endoscopic image was not displayed and only a noisy image appeared on the monitor. There was no report of patient injury associated with this event.